Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1 reporting contact first name and reporting contact last name

Event description:
The complainant reported that the 52-year-old female patient was placed on impella cp for hemodynamic support. The patient experienced bleeding at the access site. The site was re-sutured to resolve the issue, and an additional 2 units of packed red blood cells were administered. It was also reported that echo showed ruptured pap muscle and that the mitral valve was blown. The patient was cannulated on ECMO and volume was administered. Additionally, the patient was reported to have started seizing and stat CT showed a small subarachnoid hemorrhage, and ischemic renal tubules. Neuro was consulted, electroencephalogram (eeg) was ordered, and versed drip for seizures was ordered. Patient was weaned off ECMO and decannulated after blockage in the leg was fixed. Patient was once again brought back to the ICU and went into ventricular tachycardia and lost pulsatility. Impella flow dropped from p5 to p2 and compressions started. Patient was given bicarb for suspected severe septic shock. Care was ultimately withdrawn. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.